Event description:
A trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. The device was not in patient use. During the evaluation of the device at the service center, the device failed active exhalation verification: s(-) p(+): pilot: difference system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) will be replaced to address the issue. The repairs are pending entitlement/approval. Fco86600081follow-up repair to be handled by a philips authorized service provider. If additional information becomes available a supplemental report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: a trilogy ev300 ventilator was returned to a third-party service center for routine preventative maintenance. The device was not in patient use. During the evaluation of the device at the service center, the device failed active exhalation verification: s(-) p(+): pilot: difference system pre-test. In conclusion, the device's trilogy evo 3 way solenoid valve and proportional valve (aecm) will be replaced to address the issue. The repairs are pending entitlement/approval. Fco86600081follow-up repair to be handled by a philips authorized service provider. If additional information becomes available a supplemental report will be filed. New information: during service the proportional valve and 3-way solenoid valve were replaced to resolve the issue. The system meets the specification for the performed service and is returned to use.